Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the radio frequency head was plugged in to the programmer and the rf head cable was moved with no shut down. The programmer was left on for four days with no problem. It was noted there was a system error recorded recently in the programmer error log. It was also noted the power cord bay was damaged. No other anomalies found.

Event description:
It was reported the programmer keeps shutting down. Won't turn back on. The programmer was returned for repair. No patient complications have been reported as a result of this event.